Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button became detached from the pump. The customer experienced a "high" blood glucose (bg) level; specific bg value was not provided. A manual injection was administered to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.